Event description:
The company was informed that the recipient was hospitalized for an infection at the implant site. The recipient was treated with IV antibiotics (type unk). The recipient continues to use the device.

Manufacturer narrative:
The recipient reportedly experienced a stitch abscess at the incision site. The recipient underwent incision and drainage procedures on (B)(6) 2015. The recipient was prescribed oral bactrim and mupirocin ointment for one month on (B)(6) 2015. The recipient was hospitalized on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved and the recipient is reportedly doing well. The recipient remains implanted. This is the final report.

Manufacturer narrative:
.